Event description:
Pt with cook celect ivc filter presented in (B)(6) 2019 with acute ivc thrombosis and known filter fracture. One fragment outside ivc and the other in left lower lobe. One leg piercing aorta. One fragment unaccounted for. FDA safety report ID# (B)(4).